Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same pt.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest and subsequently expired due to the use of the product for dialysis treatment.